Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is ktt. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to treat an intertrochanteric femoral fracture with stainless steel dynamic hip system implants, the 4.5mm cortex screw broke during fixation. The broken screw was easily removed without additional medical intervention. The procedure was successfully completed with a ten minute delay due to the reported event. There was no patient harm and the patient¿s postoperative status was reportedly good. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Part 214.042, lot l147624: manufacturing location: (B)(4). Manufacturing date: october 03, 2016. No non-conformance reports were generated during production. Review of the device history record (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the investigation of the complained cortex screw shows that the upper part is broken off. The shaft is broken apart and the thread is plastically deformed. Due to the damages the relevant dimensions cannot be measured anymore. The broken surface is homogenous what indicated material conformity as well as the review of DHR. A DHR review was performed for the affected lot and no abnormalities or deviations which could lead to the complaint failure were detected. All measured dimensions were documented and confirmed to be within specification. Microscopic investigation of the broken surface shows typically signs of forcible rupture of the screw shaft. It is likely that mechanical overloading during insertion may have caused the breakage. Exceeding applied torsional force during insertion would be most probability root cause; however, we are not able to identify the exact root cause for the reported problem. No product fault could be detected. No indication for product related issue was found. Manufacturing facility: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.